Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a five month old episode of electromagnetic interference was observed upon interrogation of the cardiac resynch ronization therapy defibrillator (crt-d) with 60hz noise also present. The patient could only recall having some work done on their home around that time. There were no further indications of any issues. The device remains in use. No patient complications have been reported as a result of this event.